Manufacturer narrative:
This is a follow up report with a correction to final report sent on 2017-may-31 concerning the manufacturing date of the involved device which is 2016-feb-03. This does not change the conclusions from the final report.

Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the manufacturer's investigation. - attachment: [cover letter.pdf]

Event description:
On 2017-mar-01 arjohuntleigh was initially notified about incident with regards to minuet 2 bed. The reported malfunction took place in the (B)(6). In received complaint it was reported that the patient fell from bed. As a result the patient did not suffer any injury.

Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
On (B)(6) 2017 arjohuntleigh was initially notified about incident with regards to minuet 2 bed. The reported malfunction took place in the (B)(6) in (B)(6). In received complaint it was reported that the patient fell from bed. As a result the patient did not suffer any injury. Arjohuntleigh is still in process of gathering information regarding the incident to establish the exact root cause of claimed incident. Additional information will be provided following the conclusion of the manufacturer's investigation.

Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The bed involved in the event is minuet 2 which was manufactured on 20th february 2015. The device was used with arjohuntleigh mattress - the rarest (model number 407006, serial number unknown) by (B)(6) in canada. The device history record has been reviewed and no production anomalies were recorded. Review of complaint data revealed that there have been no complaints registered under this serial number. The minuet 2 is a bed with electrically operated functions, intended for use in the care of elderly or disabled person. The bed can be easily dismantled into section for ease of transportation and assembled with a minimum tools needed. In standard the bed is not manufactured with safety side rails, these can be added additionally as an accessory based on a customer requirements. Following the information reported, at the time of raising the head section of the bed by the assisting caregiver, the resident fell out of bed. The allegation voiced by the customer was that the patient fell because, bed side rails do not raise together with the head portion of the bed, which created an unsupported space. The bed frame used had a safety side model number cm-acc22-1.52, which indicates that a mattress thickness shall be less than 150 mm (5.9 inch). It was confirmed by a technician that a mattress used had 7 inch (177.80 mm) height, which indicates that mattresses used was improperly selected to this type of bed. The device was checked after the event and no failure was indicated within the bed or side rails. The bed side rails were certified and are compliant with iec 60601-2-52 standard. This standard indicates how side rails shall be designed to meet minimal height requirements. As per instruction for use (IFU) # 746-574-ca-1 dated october 2015 user is obliged to ensure that compliance with the above standard are met when selecting a mattress. IFU warns to "always use a mattress of the correct size and type. Incompatible mattresses can create hazard". In order to help a user in selecting appropriate mattress for the bed frame, IFU includes graphic and chart which present how to check mattress measurements and compare it to the side rail model used with the bed frame. The document lists factors that shall be met when selecting a mattress, it indicates that if standard safety sides have been chosen, "a foam mattress up to 150 mm thick can be used"; when "bed is fitted with extra-height safety sides, a foam mattress up to 172 mm thick can be used". From the provided safety side model we learnt that standard safety side were used, which would mean that mattress shall not exceed 150 mm (5 inch). The selected mattress had 177.80 mm (7 inch) which was not in a compliance with iec 60601-2-52 standard. When reviewing similar reportable events for devices from the same device range, we have been able to conclude that this complaint, which relates to mattress incorrectly selected to the bed frame, is considered to be a single, isolated event at this time. From the above, it can be stated that inappropriately selected mattress contributed to the event. Please note that safety sides for minuet 2 are optional accessory. The bed design is that the safety sides are installed on the main frame and not on the moving part: backrest section, seat section or calf section. The bed design is visible by a user, who can select other bed frame if not feeling comfortable using minuet 2. In summary, upon the conducted investigation we have confirmed that device did not fail to meet its specification. The event occurred during a patient treatment, therefore it did play a role in the incident. The complaint was decided to be reportable to competent authorities due to a patient fall. Given the circumstances and that this is an isolated event we do not propose any further action at this time but will continue to monitor for any further events of this nature.